Event description:
It was reported that patient¿s health care professional (hcp) was unable to aspirate cap. The actions required as a result of the event included medical intervention explained as attempted a dye study but was unsuccessful as they were unable to aspirate successfully. The hcp planned to explore pocket and catheter and possible catheter revision was noted. Diagnostic testing or troubleshooting performed included a dye study, rotor/roller study and x-rays. It was noted that the patient may be flipping pump again. It was unknown if sutures were intact. It was unknown if there was a volume discrepancy at last refill. The patient was reportedly not a good historian. The patient had intermittent relief of symptoms. The patient also had pain. The location of the issue or symptoms was the right shoulder. There was confirmed needle placement by x-ray and the lead tip was epidural based on level, but not with dye. At the time of report the patient¿s status was alive ¿ no injury. The hcp planned to schedule surgery when the patient acquired supplemental insurance. It was unknown when surgery would be scheduled. The pump was used to infuse an unknown drug. No drug information was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant product: product ID 8780, serial # (B)(4), implanted: (B)(6) 2014, product type catheter. (B)(4).